Event description:
This device has no known implant date. This is noted on (B)(6) 2014 due to high out of range shock and pacing impedances, oversensing and inappropriate shocks. The physician was dr. (B)(6).. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).